Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device was not working. The customer sates they had high blood glucose levels. The customer's blood glucose level was 528mg/dl. The customer states they changed out their entire infusion set, reservoir, and new battery. The customer states they conducted bolus. No further assistance or information provided.